Event description:
It was reported that the surgeon removed reunion tsa shoulder, all three units because patient had pain.

Manufacturer narrative:
The following other hip devices were also listed in this report: catalog # product description lot # 5552-s-5217, reunion tsa - sr standard humeral head 52x17, mklh28. Unknown, unknown stem. Unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a revision due to pain involving a reunion tsa pegged glenoid was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the surgeon removed reunion tsa shoulder, all three units because patient had pain.